Manufacturer narrative:
Unit had loose/protruded drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with the drive support cap. The customer's blood glucose was 150 mg/dl. No further details given. The insulin pump will be returned for analysis.